Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
It was reported by the patient during revision surgery of they 3rd toe, they did a primary surgery on the 4th toe. As of today the doctor said the 4th toe is now broken.